Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was getting an MRI. The patient was having suspicious posterior circulation. No further complications were reported as a result of this event.